Event description:
Medtronic received information from a literature article regarding the outcomes of patients with a bicuspid aortic valve (bav) compared to patients with a tricuspid aortic valve (tav) following transcatheter aortic valve replacement (tavr). All data was retrospectively collected from two centers between june 2011 and november 2016. A total of 288 patients were included in the study population. Patients were implanted with either a non-medtronic valve type (n = 262; bav = 130; tav = 132) or a medtronic corevalve or evolut r valve (n = 26; bav = 14; tav = 12). No patient demographics or unique device identifier numbers were provided. Among all 288 patients, the all-cause mortality at 30 days (bav = 4.9%; tav = 3.5%) and one-year post-tavr (bav = 18.2%; tav = 19.8%) were similar. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 288 patients, adverse events included: paravalvular regurgitation (moderate to severe), unspecified aortic root injuries, and valve malpositioning. In addition, the authors noted deep valve position and the concomitant presence of coronary cusp fusion and calcium bridge were independent predictors of permanent pacemaker implantation. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: kim wk, et al. Computed tomography for diagnosis and classification of bicuspid aortic valve disease in transcatheter aortic valve replacement. Jacc: cardiovascular imaging. 2018 oct;11(10):1539-1540. Doi: 10.1016/j.jcmg.2017.12.010. Epub 2018 feb 14. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.